Event description:
It was reported that the patient had a pacemaker implanted with competitor leads in (B)(6) 2012. Six months later, the patient began experiencing diaphragmatic stimulation. It was further reported that in 2014 the patient's ventricle lead was replaced with a medtronic lead, however, the patient still experienced diaphragmatic stimulation. Finally, the physician chose to remove and replace the pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).